Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the pump indicated a data log corruption. It was also reported, that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer reverted to an alternate form of insulin therapy. Customer's blood glucose level was "high". Although, specific value not provided. Customer addressed bg level via correction bolus via pump.